Event description:
Review of records: (B)(6) female that underwent a tkr on (B)(6) 2015. A blake drain was placed at the time of surgery. The drain was pulled on (B)(6) 2015 at approx 1900 per physician's orders. Nursing documents tip intact. On (B)(6) 2015 when dr (B)(6) was rounding the pt c/o of knee pain and he ordered an x-ray. The x-ray revealed a retained foreign body, possibly a tip of an existing drain. The pt was taken back to the operation room on (B)(6) 2015 to remove foreign body, there was no suture holding the drain, the drain could be easily seen and was removed with a tonsil hemostat, (was in fact tip to blake drain). Full disclosure made to the patient.